Event description:
It was reported that a patient experienced a leak while performing peritoneal dialysis therapy during fill one. The patient was connected at the time of the event. The patient had placed a towel under the front of the homechoice device and the towel was found to be wet. The technical service representative instructed the patient to check the setup and there were no lines found to be leaking or disconnected. The patient was advised to stop the therapy and start over with a new setup. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.